Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was over 280 mg/dl, treated with bolus via insulin pump but blood glucose did not go down and then blood glucose was 200 mg/dl. Customer stated that eventually blood glucose was 38 mg/dl and treated with the applesauce. Customer declined troubleshooting for high and low blood glucose. Customer states set was not sticking to body. The insulin pump will not be returned for analysis.